Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had what appeared to look like "ink blots" and lines that blocked graphics and text. There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy.